Manufacturer narrative:
The returned device was evaluated and the pod was received with cannula not deployed. Pod download data revealed that it completed only first priming and was deactivated by the user at the end of first priming. Due to the deactivation, the device was unable to complete the second priming to deploy needle/cannula. No issues were found in the device that would result in failure to deploy needle/cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The patients reported blood glucose level was 167 mg/dl. The pod was not worn.